Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, h2, h3, h6, h11. Corrected fields: e1 (last name and email). The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image was tilt, the rear light guide bundle was severely fractured, component failure of the universal cord, component failure of the light guide bundle and component failure of the electrical component. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image was tilt due to component failure of the electrical component, the rear light guide bundle was severely fracture caused by a component failure of the light guide bundle and caused traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had image reversal. There were no reports of patient involvement.